Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to the renal veins and struts perforated the vena cava wall and adrenal glands. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a few days later, patient presented with abdominal pain. Subsequent, computed tomography revealed inferior vena cava filter located within the superior aspect of the inferior vena cava at the level of its retrohepatic portion just below the ostium of the main hepatic veins. The inferior vena cava filter had a normal axis. The posterior branches located from 3 to 7 o'clock seemed to extend through the posterior wall of the inferior vena cava with one of them located along the anterior aspect of the right adrenal gland. Minimal intrahepatic extension was unlikely but cannot be excluded particularly for the branch located at 9 o'clock. It was obviously located above the ostium of the renal veins. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and filter migration. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that the inferior vena cava filter had a normal axis. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to the renal veins and struts perforated the vena cava wall and adrenal glands. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.